Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was observed during evaluation. However after disassembling the device to determine root cause, the reported malfunction was no longer observed. The device was put through extensive testing without duplicating the malfunction. The processor/bridge/pace board was replaced to reduce the probability. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently failed power-on self-test for pacer and defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.